Event description:
It was reported that an arterial line was sited in a patient and zeroed according to instructions. The arterial line read the patient's blood pressure without any problems for about an hour, displaying the blood pressure on the pt's bedside monitor. The patient was very unwell, so a vasopressor was commenced. From this point, the pt's diastolic pressure dropped to below 10 mmhg. At first it was thought that this was because of the vasopressor and it was titrated to try and increase the diastolic pressure. However, nothing improved. After a time, the medical and nursing team felt it may be a transducer issue and replaced the transducer with another edward's set. The a line wasn't changed. The blood pressure was now much higher. The drugs could now be reduced. Further information received, patient has since died.

Manufacturer narrative:
Device has not been returned for evaluation.